Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of restenosis and claudication, as listed in the supera instructions for use (IFU) are known patient effects. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery with mild tortuosity and moderate calcification. On (B)(6) 2015 a 6.5x150mmx120cm supera self-expanding stent system (sess) was implanted and on (B)(6) 2015 the patient came in complaining of claudication. Re-stenosis was confirmed with angiography. Intervention with laser atherectomy and stenting was done in order to treat the re-stenosed supera stent. No additional information was provided.